Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly (4x) by phone to obtain patient information, treatment settings, and patient photographs. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Additionally, the technical expert noted that the user facility requested to have the handpiece energy output lowered to the bottom of the spectrum, but still staying within lumenis specifications, which was done. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of the treatment settings cannot be performed. Based on the information provided by the user facility a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR if and when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to the back area following hair removal treatment with a lumenis lightsheer desire laser. No report of medical intervention to preclude permanent impairment was received other than the initial report.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided on (7/28/2017) except for patient photographs. A lumenis healthcare professional evaluated the reported event details and patient information (8/11/2017) concluding that the reported treatment settings used were aggressive for the patient's skin type per device training and device labeling. Additionally, the professional noted that the device operator used excessive pulsing while using high vacuum levels, which can contribute to burns on the patient. It was additionally reported that no test patch was performed prior to treatment. A review of device labeling states the following: treatment parameters - skin type: always perform a test patch on the intended treatment area. For skin types I-IV, wait at least 15-30 minutes after performing the test spot to observe skin tissue reaction; and adjust parameters as needed. For skin styles v & vi, wait at least 48 to 72 hours after performing the test spot to observe skin tissue reaction; and adjust parameters as needed. Complications and side effects: the following complications and side effects may also be observed: crusting and blistering of the treated area.

Event description:
A user facility reported that one (1) male patient sustained small blisters to the lower back and shoulder areas following hair removal treatment with a lumenis lightsheer desire laser. The user facility additionally reported that the patient was instructed to use aloe vera and 1% hydrocortisone which are over the counter medications.